Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly testing and stress testing without duplicating the report. An internal inspection found no discrepancies. The main board was recommended to be replaced as a precaution. The customer declined the recommended repair and the device was scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.